Event description:
It was reported by the facility the dermatome was cutting up skin, another site was used to obtain the graft. The first site did not require any manual closing to the best of the reporters knowledge. There was a delay in surgery to secure another dermatome from central supply the exact time delay was unk.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.